Manufacturer narrative:
The meter and test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter claimed obtaining blood glucose readings of "24 mmol/l" with the subject meter and "5.6 mmol/l" obtained on a laboratory device, performed within 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.